Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2015. On (B)(6) 2015, a b-scan and oct revealed a retinal detachment. On (B)(6) 2015, patient underwent revision surgery. A retinal detachment with choroidal detachment was observed. Surgeon performed vitrectomy. There was no defect or malfunction of the device associated with this event.